Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient is experiencing pain and will need to undergo a lead revision due to migration. During the revision, the physician damaged the leads by pulling on them and splitting the leads. The physician explanted the leads but damaged contacts were left inside the patient. The patient was implanted with two new leads.